Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. Review of the device history record was not possible as the lot number is unknown. The cause of the jacket liner delamination remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure in the left atrium, delamination was noted on the sheath. When attempting transseptal puncture it was noted that the needle was not going through the sheath. When the sheath was examined, it was noticed that material was coming loose from the inside of the lock. The sheath and needle were replaced and the procedure was completed with no adverse patient consequences.